Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's "adapter (ac power module) is not working." There was no reported patient involvement.